Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2012 and the mesh was implanted. The patient experienced pain immediately after surgery and has continued ever since. On (B)(6) 2019, the mesh is fully exposed in vagina and cutting into bladder and urethra. Outcome is to now have full or partial removal of mesh.